Event description:
The customer reported that after wearing the device for a few hours he felt a sharp pain in the arm when administering an insulin bolus. He removed the pod and went to the emergency room and the hcp said it may have hit a nerve. He was given pain medicine.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported event. The customer reported that the doctor thought he may have fired the device into a nerve. No product lot number was reported therefore no qualification record review could be conducted.